Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2008 and mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy under anesthesia with periurethral injection of macroplastique on (B)(6) 2012 due to sui with intrinsic sphinter deficiency and hx of intraureteral mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported that following insertion the patient experienced pelvic pain, itchy and burning labia, recurrent uti¿s, vaginal discharge and odor, painful urination, urinary frequency and urgency, bladder pain, lower abdominal discomfort, mesh erosion, eroded lesion on vaginal wall, vaginal pain, cystocele, rectocele, constipation, interstitial cystitis, and urinary incontinence. It was reported that the patient underwent mesh removal and cystoscopy on (B)(6) 2011 because of pelvic pain, pain with urination, recurrent infections, and vaginal soreness. It was reported that the patient underwent a vaginal wall biopsy on (b)9^) 2011 in order to treat stress urinary incontinence concurrently with a cystoscopy. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2012.